Event description:
Baxter (B)(4) review of the device event history found that a battery depleted set alarm caused an interruption of delivery on a colleague infusion pump. The software version of this device is currently unknown. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. Evaluation summary: the reported condition of a colleague infusion pump with a battery depleted set alarm was confirmed by baxter personnel in the pump's event history. The root cause was assigned to depleted main batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition.